Event description:
After a plcr75b reload had been fired in an ascending colon resection procedure, it was noted that the device had only partially stapled and partially transected the tissue.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). Owing to the fact that the patient had an infectious disease, the device was discarded by the health facility, and was not available for evaluation. Device was discarded by health facility.